Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. The customer complaint was undetermined because the device has no voltage and cannot be tested.